Event description:
Information was received from a patient's representative regarding an external neurostimulator (ens). The reason for call was caller reported that the patient has a hump on their back, and they just wanted to make sure if it is normal. Caller mentioned that the pt was on trial since last wednesday. Caller also mentioned that the pt was taking antibiotics twice a day and they were putting an ice on the pt's back. While the caller was on hold, the call got disconnected. Agent tried to call the pt back twice and left a voicemail.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.